Event description:
According to the literature, a retrospective study was done to report feasibility of single port laparoscopic retrograde for patients undergoing minimally invasive esophagectomy to treat esophageal cancer between march 2020 and november 2021. A linear stapler was used for construction of gastric conduit as well as performing a side to side anastomosis of esophagogastric anastomosis. This device was also used in this procedure for cutoff of the cardia of the stomach. A total of 120 patients were included in this study, and complications included anastomotic leakages that were reported in 3 patients, which were recovered by fully draining the neck incision and wet dressing. Application of single-port laparoscopic retrograde gastric mobilization during mckeown esophagectomy for esophageal cancer: bo liu, 2023, annals of thoracic medicine - volume 18, issue 1.

Manufacturer narrative:
Title: application of single-port laparoscopic retrograde gastric mobilization during mckeown esophagectomy for esophageal cancer source: annals of thoracic medicine - volume 18, issue 1, january-march 2023 accepted: 05-11-2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study was done to report feasibility of single port laparoscopic retrograde for patients undergoing minimally invasive esophagectomy to treat esophageal cancer between march 2020 and november 2021. A linear stapler was used for construction of gastric conduit as well as performing a side to side anastomosis of esophagogastric anastomosis. This device was also used in this procedure  for cutoff of the cardia of the stomach. A total of 120 patients were included in this study, and complications included anastomotic leakages that were reported in 3 patients, which were recovered by fully draining the neck incision and wet dressing.

Manufacturer narrative:
New information has been received pertaining to the event that the complications in the article were not related to any of medtronic devices. This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.